Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation.

Event description:
It was reported that during a low anterior resection procedure, the surgeon states that upon firing (four plastic to plastic strokes) the device with a green load across a very thick rectum that the surgeon was unable to open the jaw. The surgeon used the red reversing switch and black handle but still was unable to remove. The surgeon then was able to place a contour (green) distal to the device and successfully completed the transaction and removed the specimen. It is not clear as to how the surgeon removed the device from the specimen, but the surgeon did. The device was discarded due to the fact that the patient had a highly contagious infection. There were no patient consequences.